Event description:
It was reported that the system 9800 had a communication failure during initialization. Further the camera movement was choppy and auto contrast function was lost when swapping display images between the left and right monitor. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The software was reloaded. Also through inspection, it was found that the footswitch was defective and was replaced. The system was tested and found to be working as intended and placed back into service.